Event description:
Cut in half- tampon string [device breakage]. String on every other tampon is holding on by 1 thread [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon strings are cut in half or holding on by 1 thread. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Cut in half- tampon string [device breakage] , string on every other tampon is holding on by 1 thread [device physical property issue] , probable manufacturing cause [manufacturing issue] . Case narrative: consumer reported via e-mail that the tampon strings are cut in half or holding on by 1 thread. No injury reported.